Manufacturer narrative:
H10: one (1) used bag spike adapter w/spiros (list# and lot # unknown) connected to one (1) used bd admin set and one (1) used smallbore trifuse ext set (list# and lot # unknown) connected to two (2) used spinning spiros (list#, lot # unknown) were received and visually inspected. No damage or anomalies were seen on any of the returned devices. As received, each spinning spiros exhibited an unrestricted spin feature rotation, clean shear tab breaks in the rotational direction, and no spline damage. Each sample was functionally tested and met product performance and measurement expectations outlined in the product performance specification. No manufacturing related damage or anomalies were observed that would lead to a disconnection during use. The reported complaint of a disconnection from the tubing can be confirmed as the bd set and spiros were received separated. However, it is unknown how this disconnection occurred. The device history review (DHR) review could not be completed since no list and lot numbers were provided. Additional information in section g1.

Manufacturer narrative:
The device was received on (B)(6) 2020. The investigation is pending.

Event description:
The event involved a spiros that the customer reported a disconnection resulting in a carboplatin leak. The infusion was running for approximately 20 minutes and was started at 1835 hours. The nurse was called into the room at appromately 1850 hours. The set up was done by a resource nurse and was the chemotherapy tubing, connected to the spiros, attached to the trifuse which was connected to the patient¿s port. The chemotherapy tubing disconnected from the spiros and the spiros was still attached to the trifuse. The pump was shut off, the area was cleaned, and the port flushed without incident. Less than 30 ml of blood did leak onto the floor and the patient¿s diaper. The leak was cleaned per chemotherapy spill protocol. The parents in the room reported they did not believe they came in contact with the medication but both did hand washing. There was patient involvement and a delay in therapy, however, no report of harm.